Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient had an onset of tachycardia during the post mapping and pacing. A small effusion was also observed. The products were removed from the heart and the patient was given protamine. During the procedure's anesthesia medication management the patient had their blood pressure stabilizing medication increased to maintain a stable blood pressure. An echo was performed and the effusion was drained prior to the patient developing cardiac tamponade. The patient remained stable during the fluid draining and blood pressure trend was normal. The case was completed with cryo. The patient was admitted to the ICU and monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 with lot number 03792 and data files were returned and analyzed. The review of the data files did not reveal additional information to support the investigation finding. The data files were analyzed and the files showed nine applications were performed using balloon catheter on the date of event. Visual inspection of the balloon catheter was performed. The balloon catheter was received with the mapping catheter inserted inside. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. In conclusion, the clinical issue of tachycardia and effusion occurred during the procedure and there is no indication of a relation of the adverse event to the performance of the product. Correction: manufacturing ID; d3; g4 PMA medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a cardiac tamponade never occurred. The patient was discharged from the hospital and recovered. No further patient complications have been reported as a result of this event.